Event description:
It was reported that the patient stated that his device for urinary incontinence was not working properly. Imaging tests were performed, and a revision surgery has been requested. No additional information was provided.

Event description:
It was reported that the patient stated that his device for urinary incontinence was not working properly. Imaging tests were performed, and a revision surgery has been requested. No additional information was provided.